Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had the motor arm cannot communicate with the main arm and hardware low level failures alarm. Customer was able to clear the alarm and complete insulin pump rewind. Fill cannula was recorded in daily history. Self test did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.